Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8,d9,h2,h3,h4, h6, h11. The device was returned to olympus for inspection and the reported failure <<was/was not>> confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber breakage, dents on distal end, scratches on outer tube,cracks on sides of video connector,loose handle. Based on the results of the investigation, since the customer¿s allegation was not reproduced, a root cause could not be identified. Regarding the newly identified malfunctions, the cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device experienced an communication error. The issue occurred during reprocessing. There were no reports of patient involvement.